Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that for the past three days in a row they have tried to change out the insulin pump and his blood glucose level was over 600 mg/dl each time. The reservoir and infusion set were changed out and his blood glucose level was corrected to bring his blood glucose level down to around 100 mg/dl. For about 6 to 7 hours it seemed that the insulin pump was not delivering insulin. His lips felt numb, he was nauseous, was crabby, and had a bad headache. The device was not returned.